Manufacturer narrative:
Concomitant medical product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 40.0mg/ml at 4.994 mg/day and bupivicaine 20.0 mg/ml at 2.497 mg/day via an implantable pump. The indication for use was spinal pain. During pump replacement surgery on (B)(6) 2013, 40ml thin but cloudy fluid was noted in the pocket. There were no odors or other signs of infection. The fluid was drained during the replacement surgery. The patient was administered keflex 500mg bid x 10days. The patient was kept in the hospital while awaiting lab results, ultimately no infection. The laboratory testing revealed all cultures negative on (B)(6) 2013. Examination on (B)(6) 2013 revealed the patient clinically stable, discharged home. On (B)(6) 2013 examination and wound check revealed no sign of infection. The etiology was noted to be possibly related to the device or therapy, not related to the implant procedure. The outcome was resolved without sequela (B)(6) 2013. On (B)(6) 2015 it was further noted that the clinical diagnosis was implant site fluid collection.